Event description:
A customer contacted beckman coulter inc (bec) to report receiving one leaking bottle in a box containing four 1950 ml bottles of access wash buffer ii. The customer stated that one bottle was damaged and the cap was pushed in. The customer's skin contacted with wash buffer ii but did not seek medical attention. The customer is not questioning any patient results. No report of injury or exposure has been reported in association with this event.

Manufacturer narrative:
Service was not dispatched for this event. Bec customer technical support to replace the wash buffer bottle. (B)(4).